Event description:
It was reported to boston scientific corporation that a talon stone retrieval grasping forceps was used during a cystoscopy procedure. There was no patient information reported or able to be obtained. According to the complainant, during a difficult procedure involving changing the right urethral stent, the device malfunctioned in that it did not do what it was supposed to do. Several attempts to obtain the specifics of what was meant by this failure were not able to be obtained.

Event description:
It was reported to boston scientific corporation that a talon stone retrieval grasping forceps was used during a cystoscopy procedure. There was no patient information reported or able to be obtained. According to the complainant, during a difficult procedure involving changing the right urethral stent, the device malfunctioned in that it did not do what it was supposed to do. Several attempts to obtain the specifics of what was meant by this failure were not able to be obtained.

Manufacturer narrative:
Analysis of the returned talon stone retrieval grasping forceps revealed the device prongs would not open. The handle cannula was kinked on the proximal side of the handle spool. The outer and inner sheaths, as well as, the sub-assembly were also kinked. All of the prongs were present and attached. Per the event information, the defect was identified inside the patient during the procedure. Most likely, due to some procedural or anatomical aspect, the working length and wire sub-assembly became kinked. Attempts to actuate the prongs with the wire sub-assembly bound within the sheaths most likely caused the handle cannula to kink; this would not allow the prongs to open. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. Therefore, the most probable root cause for this event is operational/physiological context. It should also be noted that the evaluation of the suspect returned device of the prongs not opening is a non-reportable event.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.